Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator failed the power fail test alarm and the unit is 1104 error code. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up. Per the biomedical engineer, he said that he replaced the cpu board to address the reported